Manufacturer narrative:
The zoll console (s/n: (B)(4)) will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that on (B)(6) 2016, during a percutaneous coronary intervention (pci) the thermogard xp ivtm console (s/n: (B)(4)) malfunctioned and stopped working after 44 minutes of cooling. According to the reporter, there was an odd smell of burned insulation. The patient had achieved temperature of 34.6°c at the time of the event; however, since the pci procedure was still in progress, the attending health care team decided not to re-start the console. No other device was used to continue patient's temperature management therapy. Per the reporter when the console was plugged back into the power source sometime later, the electrical transformer unit alarmed; indicating there were an issue with the customer's electric network. However, at the time of the alarm, the console was in the off position. No adverse events were reported as a result of the alleged issue.